Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. PMA number should have been included in the previous report.

Event description:
New information states that the patient presented via remote transmission. Upon review the implantable cardioverter defibrillator exhibited additional occurrences of t wave oversensing. The patient presented in clinic. The oversensing was noted after the device was pacing resulting in pseudofusion. Programming changes were made. The patient was in a stable condition.

Event description:
It was reported that the asymptomatic patient presented in the clinic for a routine device check. Upon interrogation, the device exhibited post-paced t-wave oversensing on the ventricular channel. Programming changes were recommended.